Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim. Event description: ¿during rapid response to patient possibly having an anaphylactic response to IV contrast, patient received il of lr on a pressure bag. After patient was intubated, rn went to spike another bag of lr for patient when rn noticed air in the line. Rn disconnected the IV tubing from patient to reprime the line, when the rn noticed that the entire tubing had air in it. Rn took an empty syringe and aspirated back on patients IV. Rn aspirated back air from the IV catheter. Rn immediately notified md that patient possibly received unknown amount of air through the IV and concerned for air embolus. Rn will monitor patient for air embolus during course of treatment. Checked for possible malfunction in tubing, but no leaks were found¿.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.